Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further actions are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(6). Concomitant products - bone scr 6.5x20 self-tap/ pn 00625006520/ ln 60541099, bone scr 6.5x30 self-tap/ pn 00625006530/ ln 60557482, liner standard 28 mm i.d. For use with 48 mm o.d. Shell/ pn 00630504828/ ln 60443420, shell porous with multi holes 48 mm/ pn 00620204820/ ln 60541025, alumina ceramic femoral head 12/14 taper 28 mm diameter +3.5 mm neck length/ pn 00642802803/ ln 60414034. Once the investigation has been completed, a follow up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-03861.

Event description:
It was reported that patient underwent bi-lateral total hip arthroplasty on (B)(6) 2006. Patient is now experiencing left hip pain and discomfort and allegations blood/metal poisoning. Patient has not been revised to date.